Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being hospitalized for high blood glucose. The customer's blood glucose level was unknown at the time of the incident. The nurse did not have any further information and is only calling to report the incident. No further details provided.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. Device was received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained keypad overlay, stained address and serial number label, and scratched reservoir tube window.